Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had unexplained high blood glucose levels and that the insulin pump may be malfunctioning. Blood glucose level at the time of the incident was 400 mg/dl, which the customer attempted to bolus for. Blood glucose level at the time of the call was 282 mg/dl. The customer reported that the insulin pump made an unusual sound and took longer than normal to prime. During troubleshooting, the customer received a motor error alarm. Blood glucose level at the time of this incident was 301 mg/dl. The customer also reported that the insulin pump was cracked in multiple locations and declined to complete troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted during testing. The pump was unable to prime during the prime test due to moisture damage on the force sensor. The motor was tested outside of the device and passed. No noises from the motor were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked reservoir tube, a stained end cap sticker and a missing display window.